Event description:
The event is reported as: complaint alleges that the rubber stopper on the et tube is not able to slide up and down the shaft of the stylet without using excessive force and sometimes the stopper is unable to be moved at all. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.